Manufacturer narrative:
The device will not be returned for eval. If device or additional info becomes available, it will be reported on a supplemental report.

Event description:
The surgeon at the hosp, alleged the following event to the sales rep,"during surgery, the surgeon needed to unscrew the screw, and the screw head became distorted, preventing the extraction."